Manufacturer narrative:
(B)(4). Customer declined replacement product and requested control solution at this time. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; phone number is disconnected at this time. The customer sent an email correspondence to manufacturer on (B)(6) 2016; I simply called for assistance and the gentleman I spoke to was extremely helpful. All is fine.

Event description:
Customer called in meter reads e-5 customer states she has a headache, dry mouth, and thirsty. Customer denies need for medical attention at the time of call. The customer's expected fasting blood glucose test result range is 160-170 mg/dl. At time of call customer ran a glucose blood test and report a result of 176mg/dl. Customer stored the product not according to the specifications in the kitchen.